Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. Corrected data: h6: medical device problem code

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee meniscal arthroscopy procedure, the t1 of the fast fix device was fired and it was positioned without problem, when the t2 was placed, it was fired twice and the implant never came down from the needle, it as tried again but t2 did not come down, the specialist removed the handle and the peek (t1) was damaged. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during a knee meniscal arthroscopy procedure, the t1 of the fast fix device was fired and it was positioned without problem, when the t2 was placed, it was fired twice and the implant never came down from the needle, it as tried again but t2 did not come down, the specialist removed the handle and the peek (t2) was never deployed. The t1 implant was removed using tweezers (kelly recta). The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 and h6 updated.